Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer would not boot up. Analysis did find that the stylus would not calibrate and therefore the overlay/bezel assembly was replaced and the stylus calibrated. It was also noted that the power cord was missing and therefore it was added. (B)(4).

Event description:
It was reported that the programmer would not boot up. It was noted that this occurred upon its return for a previous repair. The programmer was returned for service. There was no indication that there was any patient involvement associated with this event.

Event description:
It was reported that the programmer would not boot up. It was noted that this occurred upon its return for a previous repair. The programmer was returned for service. There was no indication that there was any patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.